Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to unknown blood glucose issues. The customer did not mention what their blood glucose readings were at the time of the incident or the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer did not state if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined to provide further information. The insulin pump will not be returned for analysis.